Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the port. The leak was discovered before product use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between april 1, 2019 to april 2, 2019. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; except the lower right corner of the bag was cut where the customer likely drained the contents. Functional testing was performed which revealed a leak at the spike port cap from the base of the spike port tubing. The reported problem was verified. The cause of the condition could not be determine. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.